Event description:
It was reported that during iab therapy, nurse called into emergency support line regarding a sensation plus 50 cc that the md felt like there was a small crack in the extracorporeal tubing. There was no harm or injury reported.

Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d7a, d9, e2, e3. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID: (B)(4).

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected fields: d1. Complaint: (B)(4).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h11. Corrected fields: g2.